Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 4-dec-2015, a medtronic representative went to the site to test the equipment and found charger banks of both battery charger pcbs 1 and 2 had out of spec voltages (greater than 28.24 vdc). Upon replacement of charger boards (per asm), the resulting charger/ battery voltages were within specifications. Additionally, both light rails on bottom of gantry were replaced due to excessive wear/ cracking. The imaging system then passed the system checkout and was found to be fully functional. The battery charger 1 (pcba) was returned to the manufacturer for evaluation; however, unable to confirm the reported issue. The battery charger 1 board passed output bench test; however visually, the board exhibited leaky caps (severe) and a warped pcba. Installed board in a similar imaging system and it operated as expected. No functional problem found. The battery charger 2 (pcba) was returned to the manufacturer for evaluation; however, unable to confirm the reported issue. Battery charger 2 board was bench tested and all outputs were within the acceptable range. Installed board in a similar imaging system and it functioned as expected. No functional problem found; visually noted board exhibits leaky capacitors. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system's x-ray battery voltages were out of specification. It was also noted that the light rails on the gantry were cracked and worn. These issues were identified during annual planned maintenance.